Manufacturer narrative:
(B)(4). Evaluation of the ventilator did not present, display defects during testing.

Event description:
It was reported for an 840 ventilator showed pause of working. The patient was removed from the ventilator and placed on an alternate ventilator. There was no death reported. Although requested, intervention taken on behalf of the patient was not provided.